Event description:
It was reported that 6 bd bbl¿ mgit¿ mycobacteria growth indicator tubes produced false positive results despite not afb being present when performing gram stains. Gram positive bacillus was found, however. There was no indication that results were reported to clinicians, and no report of patient impact. The following information was provided by the initial reporter: "customer is reporting their mgit 245122 tubes from lot 2011023 are flagging positive but there is no afb present when stained. They are however seeing gram positive bacillus in the tubes... Customer reports changing out decontamination products but problem still persists. They are reporting out at least 6 tubes this has happened with."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary: material 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued, and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 2011023 was satisfactory per internal procedures. Formulation, filling, and autoclaving processes were within specifications. In process checks were performed at the designated intervals. Those checks confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing were satisfactory at time of release. As part of the release criteria for this product, the bhr is reviewed to confirm the following: the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. All autoclave parameters conformed to the validated cycle parameters for this product. The minimum f0 for this product was met. The complaint history was reviewed, and no other complaints have been taken on this batch. Retention samples from batch 2011023(100 tubes) were available for inspection. No media defects were observed in 100/100 retention samples. Twenty uninoculated retention tubes from batch 2011023 were place into incubation to test for contamination. Ten tubes were placed into a 20 to 25 degrees c incubator and ten tubes were placed in a 33 to 37 degree c incubator for seven days. At seven days incubation, there were no traces of microbial growth in the 20/20 incubated retention tubes. One photo was received to assist with the investigation: the photo shows ten partial tubes from a different manufacturer. The caps on the tubes cannot be seen. The tubes do appear to have growth on them; however, the tubes are from a different manufacturer. No returns were received to assist with the investigation. The complaint cannot be confirmed. Bd will continue to trend complaints for contamination.

Event description:
It was reported that 6 bd bbl¿ mgit¿ mycobacteria growth indicator tubes produced false positive results despite not afb being present when performing gram stains. Gram positive bacillus was found, however. There was no indication that results were reported to clinicians, and no report of patient impact. The following information was provided by the initial reporter: "customer is reporting their mgit 245122 tubes from lot 2011023 are flagging positive but there is no afb present when stained. They are however seeing gram positive bacillus in the tubes... Customer reports changing out decontamination products but problem still persists. They are reporting out at least 6 tubes this has happened with."